Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus advice provided by the blood glucose monitor was incorrect. After breakfast the patient's sister delivered a correction bolus, but the patient's blood glucose values kept increasing. They calculated a new correction bolus, and the blood glucose monitor indicated 0,0 insulin units. When the patient's blood glucose values reached 575 mg/dl, the patient was brought to the hospital. At the hospital, another bolus recommendation was calculated, and the monitor only advised to deliver 0,3 insulin units, which wouldn't have been enough. The patient was hospitalized until (B)(6) 2021 and continued with the pump therapy under supervision.